Manufacturer narrative:
The report event of ineffective stimulation was not confirmed. As received, the returned lead (right) worked properly and passed all testing. The cause of the reported event remains unknown.

Manufacturer narrative:
Therapy and event date is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report number:1627487-2020-21453. It was reported patient experienced ineffective therapy. Troubleshooting was unable to solve the issue. It was found that one lead was with high impedance and the other lead was not providing therapy. As a result patient underwent surgical intervention where in both the leads were explanted and replaced. Reportedly effective therapy was restored.